Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 226 mg/dl, 118 mg/dl, and 107 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2009 and the patient was re-implanted with another device during the same surgery.(B) (4).

Event description:
Per the clinic, the patient experienced a decrease in performance. Per the audiologist, connection to the internal device was not possible. The results of an integrity test (B) (6), 2009 indicate malfunction of the receiver stimulator resulting in device failure. Explant and reimplantation is planned, but had not taken place at the time of this report april 29, 2009.